Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had received weak signals and has been having sensor glucose and blood glucose issues. Customer also had a change sensor alert. Customer has had threshold suspend and calibration errors going on for 4 weeks. Customer's blood glucose was 140 or 150 mg/dl and her sensor will be 60 mg/dl. Customer stated that she dropped the pump but no damage is visible. Customer's current blood glucose was 130 mg/dl and sensor glucose was 49 mg/dl. Customer will return the sensor for analysis and a replacement sensor will be shipped.